Manufacturer narrative:
Follow-up report # 1. Additional information: 11/29/2017. Device evaluation of monitor sn (B)(4) was completed. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/ analog board. The root cause for the flash memory failure could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was resetting.